Event description:
It was reported that patient underwent bi-polar hip procedure in 2009. Subsequently, patient¿s hip dislocated and unsuccessful attempts were made to do a closed reduction procedure the following month. A revision procedure was performed and the surgeon removed and replaced the bi-polar cup and modular head.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed november 17, 2009.

Event description:
It was reported that patient underwent bi-polar hip procedure in 2009. Subsequently, patient¿s hip dislocated and unsuccessful attempts were made to do a closed reduction procedure the following month. A revision procedure was performed, and the surgeon removed and replaced the bi-polar cup and modular head.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of the returned component found no abnormality in manufacturing. Disassociation of the modular head from the bi-polar construct may occur during closed reduction of a dislocation. That is because forces large enough to cause the modular head to lever-out of the bi-polar construct can be experienced through normal attempts to relocate the bi-polar into the patient's acetabulum. If this occurs, the only recourse is for the surgeon to open the patient and replace the bi-polar.